Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387-28, product type: lead. Product ID: neu_wrench_acc, product type: accessory. Product ID: neu_unknown_ext, product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code is for the ins and is for the lead and extension.

Event description:
The health care provider (hcp) reported via the company representative (rep) a short circuiting event. The resistance was around 20 ohms when measured during an outpatient visit, short circuiting was suspected. A battery replacement operation was scheduled for (B)(6). No x-ray was taken. The issue was not resolved at the time of this report. The rep reported four days after surgery that impedance was low for electrode #1 and #2, and still low event after replacement. A high value at 4.5v was set up. The physician was wondering that the high value at 4.5v might be related. The impedances of the adaptor and lead alone were not measured. Only the implantable neurostimulator (ins) was returned. No symptoms were reported.

Manufacturer narrative:
Device code has been removed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep clarified that only the ins was replaced, the lead and extension were not. The report of the high value was in reference to considering 4.5v was a high voltage. The new ins did not resolve the low impedances with electrode #1 and #2, but currently the patient uses the same lead and extension.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins battery was at normal end of life. Telemetry and output okay. The history report section of the initial review (that was obtained from check-in) was used to calculate the longevity estimate. The pe in gch states that there was low (20 o) impedance between the # 1 and # 2 circuits and the ins was programmed to these circuits. The longevity estimate is 3.6 months to eri. According to the trace report the ins reached eri in 25.7 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.